Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer¿s blood glucose was 124 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was reported that the insulin pump was passed displacement test and self-test was failed. The customer was advised to replace the insulin pump. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The customer was assisted with troubleshooting for auto mode readiness. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm found in the pump history due to software error.